Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter only displays hourglass and issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the meter was found to have data corruption. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the test strip vial's label was incorrect for the intended country. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.